Event description:
MFR received a report of a pt lift tipping over. As a result of this incident, the pt received a fractured hip. The lift has not been made available for eval. The lift is approximately 27 years old.